Event description:
It was reported by the customer's father that the customer had a small crack around the battery cap and an unresponsive keypad on the insulin pump. Customer's father stated that he tried to bolus and it will not let him bolus. The insulin pump is with his daughter at school. Customer's father was unable to troubleshoot for keypad issues, but pump will be replaced due to the crack. Customer had a seizure and the pump may have cracked when she fell to the floor. Customer's dad is not sure if it is related to blood glucose levels, but his assumption was that his daughter's blood glucose levels were too low. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. Unable to perform displacement, basic occlusion, occlusion, prime/a33 and no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.